Manufacturer narrative:
The reported event of helix mechanism issue and capturing problem were confirmed and the reported event of material integrity problem was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination fount the helix extended and clogged with blood/tissue. X-ray examination found the inner coil over torqued inside the connector region consistent with procedural damage. X- ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood or tissue on the helix region and over torqued inner coil. Electrical testing did not find any indication of conductor fractures but due to the over torqued inner coil the lead failed the short test. No other anomalies were noted with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited capture issue and the lead's helix failed to retract and was damaged. The rv lead was removed and replaced. The patient was in stable condition throughout.